Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated three times at 10atm, 12atm and 12atm accordingly. However, at third inflation, it was noted that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient condition was good post procedure.